Manufacturer narrative:
Concomitant medical products: tibial tray (cat# 02-022-45-2020). Femoral component (02-020-13-0220). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6) clinical study, approximately 2.5 years post original tka, the patient increased pain. When called for follow up, patient stated she had a revision by an outside surgeon in (B)(6) 2021 due to increased pain. Patient would not provide any further information about the revision surgery. The event is not related to the device but possibly related to the procedure.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.